Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 200s while on pump therapy. Customer delivered correction boluses and injections to treat bg levels. Customer requested to return pump; therefore, no troubleshooting was performed on the reported issue. An alternate pump is currently being used for diabetes management.